Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastric resection, while the device was being applied to free gastric membrane, the device failed to apply clips. There was no reported patient injury.